Event description:
The dissecting forceps were returned indicating that the jaws would not open and no power output.

Manufacturer narrative:
The customer's complaint of "jaws would not open" can be confirmed, the reason the jaws would not open is due to the hub being fractured, the fractured hub prevents the jaws from opening and closing properly. Visual inspection observed that the hub was fractured under the heat shrink which covers the shaft of the device. The heat shrink was removed to expose the hub, the fracture occurred under the area of the pivot links. When the heat shrink was removed and the hub was viewed under magnification a small chip was found to be missing and could not be accounted for either on the lab bench or on the inside of the heat shrink. It is also noted that the device had been decontaminated prior to being shipped to gyrus for evaluation. We cannot determine with any certainty that this cleaning process had lead to the missing part becoming dislodged from under the shrink tubing.